Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Traces of blood were evident on the handle of the harvesting tool. Char and tissue build up were observed on the heater wire. The silicone coating on both the hot jaw and cold jaw were intact and showed no peeling, cracks or detachment. Microscopic inspection showed that the metal wire on the hot jaw was bent and detached from the tip and center but remained attached at the base. Based on the condition of the device as found, the reported failure mode "peeled jaw" was not confirmed. But the analyzed failure mode "bent wire" was confirmed. Specific actions for the analyzed failure mode "bent wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 insulation of jaw came off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 insulation of jaw came off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.